Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusions set fell off during use event on 11-jun-2024. Infusion set has been used for less than 24 hours. Insertion area was cleaned, air-dried and free from hair. The blood glucose level was between 120 and 130 mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.